Event description:
Following an "interventional" procedure (two stents inserted) on a patient with an ileostomy, the physician made an unsuccessful attempt to use a perclose device. Subsequently an angio-seal device was deployed with no complications. On an unknown later date, the pt returned to their referring physician at the local community hospital because of an infection at the arteriotomy site, and treatment was to apply warm compresses. Pt was given no additional instructions or follow-up care. The pt subsequently developed a serious infection and returned to the hospital. The patient's condition continued to worsen and pt expired in 2001. The physician stated that the ileostomy could possibly have leaked urine into the arteriotomy site. Physician also stated that poor post-case management following discharge may have contributed to the death.